Manufacturer narrative:
The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during functional testing and the event history log review. The cause of the condition was determined to be damaged tube misloading sensor. The damaged tube misloading sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.